Event description:
The stent was being used to address a perforation in a coronary vein graft. When trying to insert the device, the stent became dislodged as the doctor tried to insert it through the hub of the sheath.

Manufacturer narrative:
The stent was received and inspected. Upon inspection of the stent it was noticed that the stent had been dislodged proximally and slightly off the balloon. The diameter of the stent was measured using calipers. The stent diameter was 2.2 mm. The final inspection data for the crimped stent diameter was reviewed and the average crimped stent diameter was 2.1 mm. This very slight difference in diameter is due to the stent being dislodged. The crimped stent was moved off of the balloon to inspect the surface of the balloon. (The impressions indicate if the balloon was properly crimped). The impressions of the crimped stent were clearly visible indicating that the stent had been crimped. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure ((B)(4)). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand (B)(4) inflate/deflate cycles at the rated burst pressure ((B)(4)) without leaks or failures. All catheters passed this final inspection. No stent dislodgements were noted during the performance testing and all samples passed through the introducer sheath without a dislodgement or damage. The details of the event state that a 6fr mp1 (guide catheter) was used. This appears to be what the stent was inserted through. The suggested introducer sheath for a 5mm x 16mm stent is a 6fr as listed on the product label. A 6fr introducer sheath has an average inner diameter of (B)(4). A 6fr guide catheter has an inner diameter of approximately 1.8mm. This diameter is too small for the stent to pass through and will dislodge the stent if too much force is applied. Atrium cannot conclude that the stent dislodgement was a result of the manufacturing of the device.